Event description:
It was reported by the patient that it felt like their lead was stuck in their flesh or had grown around the lead and it pulls when the patient moves. The patient indicated it is uncomfortable. Follow up with the clinic was attempted and no additional information was obtained. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.